Event description:
It was reported that this event occurred while transporting a pt. Per the field service report- symptom: "battery run time less then 20 minutes. Alarmed then stopped pumping shortly after. Unit on pt. No harm to pt.

Manufacturer narrative:
Findings/action taken: confirmed pump ran for approx 10 minutes. Battery alarm came up and pump stopped soon after; approx 10 seconds. Replaced battery power supply, voltage 12.5 volts, ok. Currant check 5 amps approx, ok. Follow-up report will be field if additional info becomes available.